Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: leak test failed during preop check and ventilator was delievering high tidal volume than the set value. During the calibration we found that blower test failed. No patient involvement.